Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not work; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no reports of patient injury or medical intervention. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump that does not work was confirmed and reproduced during product evaluation. The root cause of the reported condition was undetermined. No repairs have been performed, and no further correction was made concerning this event and the pump was returned unrepaired. The service history review revealed that the device has not been previously sent into service for the reported condition of "does not work." Should additional information be received, a follow-up medwatch will be submitted.